Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report#: 2134265-2009-06703. It was reported that during a percutaneous coronary interventional (pci) procedure, a burr entrapment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). Upon attempting to ablate the lesion with the rotalink plus and rotawire guide wire, resistance was encountered and the physician immediately stopped treatment and analyzed the situation using fluoroscopy. The rotalink plus and rotawire guide wire were stuck. The rotalink plus and rotawire guide wire were removed from the pt. The rotational speed is unk. The same rotalink plus and rotawire guide wire was set-up again used to complete the procedure successfully. The procedure was completed successfully with this device. No pt injuries or complications were reported. The pt's status was reported as 'good".